Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was unknown mg/dl. The customer stated that there is no physical damage to the device and has been bumped but not major. The customer was advised that we will ship a replacement battery cap. The customer stated that she started to unscrew the battery cap and the device came back on.